Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis indicated that the programmer had a noisy system fan, broken upper display hinges, a missing hinge plate screw, a broken keyboard latch, a loose electrocardiogram (ECG) connector, a worn lower case, broken keyboard hinges, and a damaged rear display cover. These components were replaced. Also, the stylus pen and a circuit board were replaced and calibrated. The programmer will be repaired and reallocated. (B)(4).

Event description:
It was reported that the programmer fan was noisy. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer tested out of specification during manufacturer's analysis. There was no patient involvement.